Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, the surgeon was screwing in the set screw with the set screwdriver and the tip broke off. Piece was retrieved."